Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm fusiform abdominal aortic aneurysm approximately three months ago. The vessel morphology was reported as there was infra-renal aortic neck angulation of 43 degrees. The proximal aorta was 26 mm in diameter and 12 mm in length. The distal aortic neck was 47mm in diameter. The right iliac artery was 14 mm in diameter and left iliac artery was 15 mm in diameter. The right and left iliac arteries were severely tortuous with 5 percent stenosis. The proximal neck had 5 percent mural thrombus/calcification. The endurant bifurcated stent graft and a contralateral iliac limb were implanted. The proximal end of the stent graft was implanted with the suprarenal stents crossing both renal arteries. The distal ends of both extensions were proximal to the internal iliac arteries. The final angiography revealed a proximal type 1 endoleak. The physician elected to implant an endurant aortic cuff and the type I endoleak was resolved. It was reported that post implant procedure the patient had shortness of breathe and diminished breath sounds. Small amount of atelectasis was noticed on a chest x-ray and had yellow-green sputum. The patient was treated via pulmonary toilet and antibiotics successfully. In addition, the patient had a low platelet count post operatively. The patient was given a 1 unit transfusion of platelets and returned to baseline. Three days post implant the patient developed a 101.6 degree fever. The patient was treated with tylenol and antibiotics. The fever resolved with in a week. The patient also experienced generalized weakness post operation. The patient was transferred to the transitional care unit for rehab. These events were found to be related to the study procedure but not to the study device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak, fever). Patient's condition affected effectiveness of device (moderate aortic neck angulation and severely tortuous iliac arteries). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (moderate aortic neck angulation and severely tortuous iliac arteries).